Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 50 mg/dl at the time of the call. The customer has never downloaded the carelink program. The customer was advised to download carelink so that the customer can be assisted with the false sensor readings. The customer stated that they did not receive a low level alert, but did not receive on this time. The customer does not know if the catch arm is bent. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.